Event description:
Pt's aorta was characterized by severe proximal angulation greater than 60 degrees for the infrarenal neck relative to the axis of the aneurysm. When deploying the main body graft, below the lowest renal artery, the graft landed lower than desired. The uncovered portion of the proximal neck measured approximately 5 millimeters. In order to provide the needed coverage of the proximal neck, a main body extension was deployed overlapping the proximal sealing stent. Post angiogram noted a small proximal endoleak. In order to resolve the endoleak and obtain a successful exclusion of the aneurysm, a second main body extension was deployed in the proximal neck at a slightly higher position. Final angiogram noted a successful aaa repair, with no visible evidence of endoleak presence.